Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The scope was returned to the service center for evaluation. The scope¿s forceps passage was noted to have scratches and dry debris inside. In addition, dents and scratches were noted on the suction channel and cylinder. The bending section glue was found cracked on the insertion tube. The scope connector was found damage.the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that the scope would not pass bio-burden measurement after multiple cleaning's. There was no patient involvement reported.